Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20x3mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20x3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.